Event description:
While dr. (B)(6) was using a mallet to impact the trident cup into the patient the impaction platform piece cracked down the center and eventually broke in half once we removed it from the inline-offset impaction handle. Case type: tha.

Manufacturer narrative:
Reported event: it was reported that while dr. (B)(6) was using a mallet to impact the trident cup into the patient the impaction platform piece cracked down the center and eventually broke in half once we removed it from the inline-offset impaction handle. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the device history records indicate 88 devices were manufactured under lot 33850. 26 devices were accepted into final stock on 11/01/2016. 01 devices were accepted into final stock on 11/30/2016. 60 devices were accepted into final stock on 08/18/2016.review of qt16 - 08 - 0065 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209830, l/n 33850 show no additional complaint related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Product was not available for evaluation.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available¿.

Event description:
While dr. (B)(6) was using a mallet to impact the trident cup into the patient the impaction platform piece cracked down the center and eventual broke in half once we removed it from the inline-offset impaction handle. Case type: tha.